Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure. The subsequent treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, the sutures of the proglide device were successfully placed; however, "one second" after suture placement, the suture "popped out" with a piece of the vessel attached. The vessel began bleeding and manual arterial compression was applied for several hours to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.